Event description:
It was reported that the device module release was damaged. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device module release was damaged. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?

Event description:
It was reported that the device module release was damaged. There was no patient involvement.

Event description:
It was reported that the device module release was damaged. There was no patient involvement.

Manufacturer narrative:
Annex b: b22. Annex c: c20. Annex d: d16. Annex b: b01. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of damaged module release latch was confirmed. On 12-aug-2024, pcu was received unboxed and with paperwork. External investigation confirmed the stated failure. Internal investigation was not deemed necessary. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace module release latch. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.